Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that after an occlusion alarm occurred, the customer changed out the site. The customer's blood glucose (bg) level was impacted 280 mg/dl. The customer took correction boluses via the pump to stabilize (bg) level. As the customer had changed out the infusion set prior to contacting tandem technical support, troubleshooting or system check to determine a possible cause of the occlusion was unable to be performed.